Manufacturer narrative:
The report we received from the field indicated that the procedure was coronary stenting procedure to a calified lesion in the right coronary artery. The site was predilated, and the stent was deployed at 10 atmospheres overlapping another stent that had been previously implanted. Upon re-inflation of the delivery catheter balloon, a hole was discovered, which was noted to be possibly from vessel calcium or the previously placed stent struts. However, the procedure end result was satisfactory, and there were no adverse effects to the pt. The product is available for eval and testing. However, the product has not been received as of to date. Additional info will be submitted within 30 days upon receipt.

Event description:
Describe event or problem: balloon rupture.